Event description:
After a lead revision, the patient reported that her implant was exhibiting premature battery depletion. The patient's database was analyzed and the premature battery depletion was confirmed. The patient was explanted and was re-implanted a new boston scientific spinal cord stimulation.